Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an increased impedance on the right ventricular lead was noted during the next day check after the lead was implanted. The threshold and sensing remained normal. An x-ray image indicated that the lead had moved a little from the original position. The lead was repositioned on (B)(6) 2019. The patient remained stable before, during, and after the repositioned procedure.